Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 61 mg/dl. The customer¿s other blood glucose levels was 61 mg/dl, 73 mg/dl, 82 mg/dl, 91 mg/dl, 108 mg/dl, 75 mg/dl, 83 mg/dl, 88 mg/dl, 107 mg/dl and 102 mg/dl. The customer was treated with glucose tablets. Customer had using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was over delivering. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.